Event description:
Port cap on tube was found open approx. 1 hour after pt was fed through tube.

Manufacturer narrative:
MFR unable to determine cause. Speculation that pressure could have caused event. Another possibility could be nicks or cuts which would prevent cap to seat properly. No corrective action required.